Event description:
It was reported that during a hand assisted right hemicolectomy procedure, the pt was brought back in 7 days post-op and it was realized that the anastamosis had leaked. The leak was at the distal end of the staple line when he transected the bowel. Pt was opened at the hand port area and discovered that there was a leak. Hand sewing was used to complete the procedure. There was no further consequence to the pt reported.